Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he experienced unexplained high blood glucose levels around 300 mg/dl. Customer's blood glucose level was treated with the insulin pump. During the high blood glucose troubleshooting, the unexpected restart, external error, and displayable history check failed on startup alarms were found. The device was not returned.